Manufacturer narrative:
Concomitant medical product: 5076-45 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was suspected to be fractured. Alerts were triggered for high/ undefined pacing impedance and noise indicated to be non-sustained episodes and short v-v intervals. The lead was capped and replaced. No patient complications have been reported as a result of this event.